Event description:
Procedure type: colectomy. According to the reporter: the surgeon closed the reload down to the green staple height. Then tried twice to close to the blue, but the handle/reload would not allow them, indicating that the tissue is too thick for a blue staple height. The surgeon fired a ralc reload, and before ding his anastomosis, he blew air into the rectum and said he saw bubbles. Then inserted an eea and created the anastomosis. The staple line was not included, therefore, we would expect to see bubbles, however, there were none. There was no delay over thirty minutes. There was no unanticipated blood loss more than 250 cc.

Manufacturer narrative:
(B)(4).